Event description:
It was reported the patient had a pump implanted and the incision healed well but about (B)(6), 2010, the patient noticed that the incision over his pump pocket site started looking red and inflamed. The patient was started on a course of antibiotics for a diagnosis of superficial cellulitis. After the course of antibiotics, the incision site worsened and on (B)(6), 2010, it was noticed that there was a round hole approximately 0.5 cm by 0.5 cm over the site with serosanguinous fluid draining from it. The patient was admitted to the emergency room on (B)(6), 2010 and to the operating room on (B)(6), 2010 to open the incision site and evaluate the pump pocket area. It was concluded that the pump pocket site required copious irrigation with bacitracin and betadine. No cultures were taken at that time during the wound irrigation since antibiotics had already been given and the cultures would have grown out negative. The patient was closed, the incision site was closed and the patient was to undergo further evaluation. Patient did not experience any other symptoms. He was still hospitalized (B)(6), 2010 and had an elevated white blood cell count. The patient had lioresal in his pump, concentration of 2,000 mcg/ml infusing at a rate of 446.5 mcg per day.

Manufacturer narrative:
(B)(4).